Event description:
It was reported to philips that the x-ray exposure was not functioning. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced ippc (image processing pc) and hard disk drive. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. Customer was performing neurovascular procedure which was delayed and completed by restarting the system. The philips field service engineer (fse) inspect the system on site and confirmed that no longer able to do fluoroscopy or perform image processing. Review of the log file showed that malfunctioning frontal ip-pc. During troubleshooting, fse found that image processing unit (ippc) was not started at system startup and an error related to hdd writing occurred during the inspection. Fse replaced the ippc, hard disk drive and re-installed the software. After replacement the system was returned to use in good working order. The defective part(ip pc) was returned for analysis and investigation concluded failure was confirmed in the ip pc. The codes were updated based on the investigation outcome. Evaluation method code was corrected.